Manufacturer narrative:
J&j medtech is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which j&j medtech has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, j&j medtech or its employees that the report constitutes an admission that the device, j&j medtech, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: d4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date of 2018, the patient underwent a spinal fusion surgery on her l2-3. On an unknown date, the patient had developed disabling symptoms due to adjacent segment disease at l1-l2 with neurogenic claudication. Patient complains of low back pain with right posterior lower extremity radiculopathy. Worsening symptoms include right lower extremity numbness and weakness, pain with prolonged walking or standing for more than 10-15 minutes. Her low back bothers her more than the leg; however, she has tried physical therapy and her pain is currently controlled with gabapentin. She is unable to manage the symptoms with conservative therapy any longer, and now wishes to pursue surgical management. On (B)(6) 2021, the patient underwent a l1-3 psf revision due to adjacent level degeneration. This complaint involves (4) sets of screws and (2) rods. This pc is linked to (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: h3, h6: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.